Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6) date of event is unknown. Additional information will be provided if available. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported screen is flashing during maintenance involving an olympus bronchovideoscope. There was no patient involvement.